Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise reversion episodes. The noise could be reproduced with isometrics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.